Event description:
Patient reported three possible broken sensor wires (distal end retained). This is MDR 2 of 3. Reference MDR #3004753838-2010-00012 for event description.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.